Event description:
The customer called and reported the insulin pump alarmed with no delivery, after customer received a low reservoir alert and gave himself a bolus. Customer stated, he was unsure of how much insulin was in the reservoir. Customer's blood glucose was over 200 mg/dl. The customer also received a max fill alarm that he was unable to clear and was having problems rewinding the device previously. Furthermore, customer stated some of the buttons were not responding and that the insulin pump may have been exposed to moisture. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.